Event description:
It was reported that a pericardial effusion (pe) occurred post procedure. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The transseptal access was achieve with no issues reported. The procedure was completed. The anesthesiologist began the wake-up process. It was notified later in the day that the patient had a pericardial effusion. A 1355 ml's bloody fluid was drained through pericardial tap. Drain remained in. A decision was made for patient to potentially have an open-heart surgery. CT surgery was performed. The patient was hospitalized and discharged on (B)(6) 2025. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.